Manufacturer narrative:
Submit date: 8/9/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer (patient) states that she got a staph infection from c-section in 2012. The customer states that the use of 'kendall curity iodoform packing material strip' was used out of date. The product expired on january 2008 and second bottle of same product used on the patient expired on june 2009.

Manufacturer narrative:
Submit date: 5/25/2018. There were no samples received with this complaint therefore an examination of the reported issue could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.